Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a error hwbat. There was no report of injury or medical intervention. No additional patient or event information is available. It was reported the patient was using an alternate battery charger while plugged into the receiver. Labeling indicates: the dexcom g5 mobile continuous glucose monitoring system states: only use dexcom-supplied parts (including cables and chargers). Use of non-dexcom supplied parts may affect safety and performance.